Event description:
The patient reported difficulty with charging the implant. A co rep performed device eval. The problem was confirmed. The patient was explanted and reimplanted with a new advanced bionics spinal cord stimulator.